Event description:
Customer reported the system made a popping sound from the x-ray tube and stopped working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and the high voltage cable. System operates as intended.